Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No root cause has been identified.

Event description:
A technician reported that a patient was noted to be hypercorrected post laser treatment due to the laser not correcting the entire diopter. The treatment procedure was completed with no complications. Additional information has been requested.

Manufacturer narrative:
The log file was not reviewed, because the date of treatment was not provided. The system history shows that the laser was verified successfully a month prior to treatment. The root cause could not be identified conclusively because the logfile and the date of treatment is unavailable for review. (B)(4).